Manufacturer narrative:
The event that was initially submitted on report MFR-0001038806-2017-00436 on (B)(6), 2017 no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if were to recur based on additional information received from the investigation of the device item. So this would no longer be a reportable event and no further submission will be needed for this device malfunction where a death and or serious injury was not reported associated with this event. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Event date unknown.

Event description:
The dentist reported that torque wrench is faulty. It kept slipping when attempted to use. Doctor used alternate tool to complete procedure.